Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received pump error 38 (no motor movement or negligible movement. Retries to free a stuck motor failed) and pump error 37 (drive count/time values or changes incorrect for moving or coasting. Too slow or too fast.) Alarm and also reported pump suspension. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for pump error alarm. Customer was able to clear the alarm and was unable to complete rewind. No harm requiring medical intervention was reported. Mmt-1884 was requested, and customer response was the device will be returned.

Manufacturer narrative:
Inserted a test sc1-cap into the retainer ring, and it locked in place properly. The pump was received with a battery cap. The contact was properly attached, and the weld spots holding it in place were still intact. The pump failed the rewind test returning a pump error 38. Unable to confirm / not confirm unexpected suspend and unable to perform the displacement, prime/seating, basic occlusion, force sensor and occlusion tests due to the recurring pump error 38. Thump software was utilized and uploaded trace/history files properly. The adapt tool, pump history file, and pump detailed trace do not list any pump error 37s whatsoever. The case was cut open. Did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the pump. Before separating the motor from the pcba1 it was noted that the pcba1 j5 connector was loose and not securely fastening the motor flex cable. The motor flex cable was reconnected to its socket, and the motor was able to rewind without any pump error 38s. The motor however terminated prime/fill prematurely. The force sensor zero offset measured out of spec = 1.33 v. In summary, the customer¿s report of pump error 38s was confirmed but that of pump error 37s was not confirmed. The pump error 38 are due to the motor flex cable not securely plugged into its socket. The prime/fill anomaly is due to a broken force sensor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.